Event description:
Reporter stated that emergency medical services were summoned on 2 occasions, in the past week, to treat patient for hypoglycemia. Reporter stated that in 2007 around 6 pm, patient had a snack and took normal diabetic medications (5 mg glucotrol and 500 mg metformin). Approximately 1-1.5 hours later, patient reportedly started sweating and became weak, dizzy, confused, and was not responding normally. Reporter stated that she attempted to test patient's blood glucose, using the compact plus system, and the device generated an e5 message (indicating that optics need to be cleaned). Reporter phoned emergency medical services and upon their arrival, an unspecified time later, patient's blood glucose reportedly measured 38 mg/dl on paramedic's device. Reporter stated that patient was treated by paramedics, with intravenous fluids (contents not provided). No additional treatment was received. Reporter stated that the following morning, patient was again exhibiting symptoms of hypoglycemia. Reporter indicated that she attempted to test patient's blood glucose, using the compact plus system, and the device generated an e5 message. Based on symptoms, reporter treated patient with "gluco-boost" and phoned emergency medical services for assistance. An unspecified time later, patient's blood glucose reportedly measured 44 mg/dl on paramedics' device. Reporter stated that patient was again treated by paramedics, with intravenous fluids (contents not provided). No additional treatment was received. Both events occurred in patient's home. While on the line with technical support, reporter was able to resolve the e5 message by cleaning the device optics. Technical support requested the return of the compact plus system and replacement product was shipped. Compact plus system: meter, compact strip lot and expiration date not provided. The compact plus meter is the suspect device.